Manufacturer narrative:
(B)(4). Additional information: the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that after a while into a lap colectomy the jaws would no longer open. Customer used a second instrument to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.